Manufacturer narrative:
H3 - device evaluation: two different models, same length toric lenses were returned in a vial with liquid. Visual inspection found both lenses with no visible damage. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+3.5/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to suspicion of low vault. The problem was resolved. The cause of the event is reported as unknown.